Event description:
Additional information was received indicating that the vns patient underwent generator replacement surgery on (B)(6) 2015. The explanted generator has been returned to the manufacturer where analysis is currently underway.

Manufacturer narrative:
.

Event description:
Clinic notes were received indicating that the vns patient had been experiencing an increase in seizure frequency and intensity. The increase in seizures was below pre-vns baseline levels. No changes to medication or other external factors caused or contributed to the event. It was noted that the patient¿s device showed an ifi condition. A battery life calculation using the available programming history showed approximately 1.9 years until neos = yes. The patient was referred for surgery but no known surgical interventions have occurred to date.

Event description:
Analysis of the generator was completed on 03/23/2015. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no additional performance or any other type of adverse conditions found with the pulse generator.